Manufacturer narrative:
H6: investigation summary there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A device history record could not be evaluated as the lot number is unknown. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: blood leak from injection port. Leak occurred in theatre during resuscitation of a code red major trauma patient. The catheter was situated in the patient's external jugular vein and started spurting blood approximately one hour after insertion and first use.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter facility: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that venflon pro safety 16ga 1.8mm od 45mm l leaked. The following information was provided by the initial reporter: blood leak from injection port. Leak occurred in theatre during resuscitation of a code red major trauma patient. The catheter was situated in the patient's external jugular vein and started spurting blood approximately one hour after insertion and first use.